Event description:
Coil stretch: this female patient was undergoing coil embolization within the middle cerebral artery (mca) aneurysm measured 5mm x 5mm. There was mild tortuousity within the vessel. When the physician was ready to implant the coil, the coil was stretched. About 60% of the coil was within the aneurysm. He retrieved the coil, and changed to use another one to complete the procedure. There was no resistance encountered when the coil initially being advanced through the microcatheter (mc) this was the first coil when stretched about 9cm near the tip. A little resistance felt while repositioning the coil. There was one to one relationship between the coil & delivery tube and was verified with flouro prior to repositioning. The coil was in the aneurysm completely. The physician pulled back the stretched coil into the mc and removed as a unit. Four other coils were deployed within the aneurysm and the procedure was completed successfully. There was no adverse effect to the patient.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The DHR review was extending to the coil assembly and this lot indicates that the product was tested and inspected per established manufacturing requirements. The product has been returned for evaluation and testing, however, the engineering evaluations is not yet complete. Please note additional information will be submitted within 30 days upon receipt.